Event description:
On (B)(6) 2025, a 56-year-old woman with a history of spontaneous coronary artery dissection and prior drug-eluting stent placement to the entire left anterior descending coronary artery presented with chest pain. Diagnostic left heart catheterization demonstrated a new dissection of the left anterior descending coronary artery. An impella device was urgently placed, and the patient was taken to the operating room for coronary artery bypass surgery. Following completion of the surgical procedure, removal of the operative drapes revealed that the impella peel-away sheath remained in the patient¿s body. The impella device was removed, and the patient was transferred to a tertiary care center for further management. At the tertiary center, the patient was found to have absent peripheral pulses and subsequently required a below-knee amputation. Of note the peel away sheath was left in place against the indications for use.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.